Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the j4 connector was loose from the belt receptacle. The cause of the check belt messages is the loose connector. The root cause of the loose connector cannot be positively identified. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.